Event description:
Customer reported instances of a potential malfunction where at the beginning of a spect study, the detector and yoke assembly rotated counterclockwise from the -45 degree position to the -90 degree position. Detector and yoke were supposed to go the next position in the clockwise direction. No serious injury reported.